Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide after a diagnostic angiogram procedure using a 5f sheath. Reportedly, after deployment, the footplate would not go down all the way. The foot was stuck on scar tissue. The footplate was closed enough to remove from the vessel. There was no tissue damage. The sheath was upsized to 8f and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.